Event description:
The nurse of a (B)(6) female patient contacted zoll customer support to report that the patient's monitor was making a loud beeping noise and the screen would not light up. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (monitor makes loud beeping noise and screen won't light up) has been confirmed. Upon investigation the monitor was not powering up. The cause of the defective flash memory cannot be positively identified but was likely due to a defective jtag table board. The root cause of the defective jtag board cannot be positively determined. No adverse event resulted from the defective flash memory. The patient received a replacement monitor.